Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's basal iq feature turned itself off multiple times. There was no reported adverse impact to customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain pump data for review; however, no response was received from the customer.